Event description:
The patient reported that the set fell down due to tubing caught on door handle and get set pulled on (B)(6) 2026, however no harm reported.

Manufacturer narrative:
Customer entity: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.